Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: migration: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. Opening observed. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Migration: unable to observe as it is a medical event that is not related to the device. Additional observations:red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant moved out of the breast pocket into the abdominal cavity. Healthcare professional later reported rupture. Device has been explanted and replaced with a non-allergan implant. This relates to the left side.